Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that following the change out of an implantable cardio defibrillator (ICD) that the high voltage lead began presenting high impedance values. Measurements were stable in all but the tip to rv coil. The lead was capped and replaced. No further patient complications have been reported as a result of this event.